Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of hypocupremia in a male pt who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. In 1990, the pt began using super poligrip original. An unk time later, the pt experienced "hypocupremia and extensive nerve damage and numbness and tingling in his hands and severe leg numbness from the knees down, balance problems and difficulty walking to the point he must use a walker." Use of super poligrip original was continued. According to the claim, the events were profound and permanent. F/u info was received on (B)(4) 2011, via medical records. On (B)(6) 2005, magnetic resonance imaging (MRI) of the cervical spine (c-spine) showed bilateral dorsal column bright t2 signal in the cervical spinal cord from c2 to c5, partially seen and might be due to a metabolic disorder such as with subacute combined degeneration b12 deficiency. On (B)(6) 2005, a cervical spine MRI showed multilevel degenerative cervical spondylosis and degenerative facet disease. On 05 (B)(6) 2005, an electromyogram (emg) was normal. On (B)(6) 2005, an MRI of the c-spine showed secondary multilevel degenerative cervical spondylosis with secondary myelomalacia from c3 through c6. On (B)(6) 2005, a thoracic MRI showed no evidence of abnormal thoracic spinal cord signal. On (B)(6) 2010, the pt's zinc level was slightly elevated. The pt continued to use denture cream with zinc in it and was unable to use anything else because nothing else worked, according to the pt. From a neurologic point of view, the physician stated it was okay for the pt to continue to use the denture cream and have a slightly high zinc level, since the pt was on a copper supplement. The pt's copper levels had been normal and the neurologic problems were from copper deficiency, according to the physician. On (B)(6) 2011, the pt was watching television and saw an advertisement from a law firm stating that there was a lawsuit for people that have used poligrip. On (B)(6) 2011, the pt was seen by neurology for f/u. The pt was originally seen in (B)(6) 2005, with a history of progressive trouble walking over the prior two years (onset in 2003) and diagnosed with copper deficiency myelopathy, which stabilized with copper supplementation. The pt had no improvement of symptoms with oral copper supplements initially and worsened until (B)(6) 2005. Since then he had been gradually improved. The pt continued to use a rolling walker all the time, even in the house. Compared to a year prior, the pt felt like he might be slightly worse. The pt stated that the main difference was that now he got tired quicker when walking. Otherwise, the pt had no new symptoms. The pt continued on a copper supplement and was still using denture cream. Serum copper level was 97 mcg/dl (normal 70 to 175). Electrodiagnostic studies were normal and showed no evidence for peripheral polyneuropathy. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).